Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the footprint ultra pk sa 4.5 was inserted with correct angle and method, but not fixed and pulled out of the bone. It is unknown if an additional bone hole was required. A backup was used to complete the procedure with a less than 30 minute delay as a result. No patient injury was reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(4).